Manufacturer narrative:
It was reported that approximately three weeks after an initial bunion surgery, all hardware was removed on (B)(6) 2026 due to screws backing out and a post-op acquired infection. The infection has resolved and the site was revised with non-tmc hardware on (B)(6) 2026. The surgeon stated the patient's build and post-operative non-compliance contributed to what the patient experienced. The patient was a large, overweight male, approximately 350 pounds. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although the most likely cause is the patient's non-compliant post-operative activity, it is possible the patient's build also contributed to what was reported. No facts suggest a causal relationship associated with the use, implantation, or explantation of a tmc device, nor any other contributions to the event. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that approximately three weeks after an initial bunion surgery, all hardware was removed on (B)(6) 2026 due to screws backing out and a post-op acquired infection. The infection has resolved and the site was revised with non-tmc hardware on (B)(6) 2026. No other patient outcomes were reported as a result of this event.